Event description:
It was reported while using bd maxzero¿ extension set there was a clog. This is report 1 of 3. There was no report of patient impact. The following information was provided by the initial reporter: on (B)(6) 2023 - unable to flush the two ports that are not clamped. On (B)(6) 2023 - unable to flush two of the 4 extensions. On (B)(6) 2023 - one of the caps broke off while nurse was priming.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 06-jul-2023. H6: investigation summary: three samples of material number mz9275 were received for quality investigation. The customer complaint of fluid blockage was verified by inspection. The quad-fuse extension sets were first examined for any visual damages to any of the components. There was no visual damage to any of the components. Flow was then attempted on each of the individual lines of the extension set. One of the extension sets did not show any issues with flow or leakage, however, the other two samples showed signs of complete occlusion. One of the tubing lines in each of the remaining two extension sets had completed occlusion. In order to determine what was causing the occlusion, the tubing was cut at different segments of the tubing and each of the tubing was examined under magnification. It was determined that the occlusion was occurring in the tubing manifold that connected all the tubing together. Under magnification it can be seen that the fluid path is occluded. A device history record review for model mz9275 lot number 22099452 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Further investigation of the failure, at the manufacturing facility, indicates that the potential root cause for the failure is excess solvent being applied to the assembly by the assembler and a possible issue with the dimensions of the adapter component. A quality alert was created, and the correct solvent application was communicated to the production staff to reinforce the correct solvent application. H3 other text : see h10

Event description:
It was reported while using bd maxzero¿ extension set there was a clog. This is report 1 of 3. There was no report of patient impact. The following information was provided by the initial reporter: (B)(6) 2023: unable to flush the two ports that are not clamped. (B)(6) 2023: unable to flush two of the 4 extensions. (B)(6) 2023: one of the caps broke off while nurse was priming.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.